Manufacturer narrative:
The device involved in the event will not be returned for evaluation. The reported adverse event was identified during a publication review where patient information remains anonymous and specific device information for a given patient is not provided. A retrospective review of a journal article published in july 2020 journal of vascular surgery, chang et al., relevant to the same kaiser permanente 2011 - 2017 dataset journal of the american college of surgeons, rothenberg et al., first reported to the agency by endologix in november 2019 suggests a possible fifty three 53 additional adverse events not reported to endologix by the user facility. While not immediately well-defined, the july 2020 article suggests among other things a possible ten 10 additional unidentified type I endoleaks, twentyfive 25 additional unidentified type iii endoleaks, seven (7) additional unidentified instances of sac growth, four 4 additional unidentified aneurysm related deaths, and six 6 additional unidentified conversions to open surgery repair. The full extent of comorbidities (occurrences containing one or more medical conditions between these adverse events and other described sequalae e.g. Dissection, infection, migration, occlusion, stenosis remains unknown. The exact relationship between these adverse events and relevant stent graft materials 18 afx strata, 31 afx duraply, 4 afx2 duraply also remains unknown. The endologix attempt to gain further information e.g. To reconcile possible disparities/errors between quantities within the narrative tables and associated with the kaplan meier curves from the primary author was denied. This medical device report represents one of the fifty-three 1 53 additional adverse events. This report was for a type 3 endoleak with an intervention. No additional investigation of this adverse event is planned however if additional pertinent information is obtained, a follow-up report will be submitted. Literature citations doi. Https doi.org 10.1016 j.jvs.2020.06.048 doi. Https doi.org 10.1016/j.jamcollsurg.2019.08.731.

Event description:
Published on 02jul2020, in the journal of vascular surgery, journal article, clinical research study abdominal aortic and iliac artery aneurysms volume 73, issue 3, p856-866. Titled midterm outcomes for 605 patients receiving endologix afx or afx2 endovascular aaa systems in an integrated healthcare system. The patient was initially implanted with an afx stent graft to treat an abdominal aortic aneurysm aaa on an unknown date. A re intervention was performed on an unknown date for an unknown failure was reported. No further information is available. These reported events were found during a publication review where the patient information is anonymous and specific device information for individual patients is not provided. Literature citation(s) doi:https://doi.org/10.1016/j.jvs.2020.06.048 doi: https://doi.org/10.1016/j.jamcollsurg.2019.08.731.